Event description:
This report is to advise of a tip fracture noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.4¿ proximal to the distal tip and a bend was noted in the catheter shaft 2.5¿ proximal to the distal tip. Functional testing could not be performed due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provide and device analysis, the catheter tip was noted to be bent and fractured. The root cause of this issue was determined to be a design/process issue.